Manufacturer narrative:
This event is 1 of 10 for the same patient from the same set of treatment data. A supplemental MDR will be submitted upon device evaluation.

Event description:
A peritoneal dialysis patient reported a potential overfill of fluid. Treatment data was obtained. Treatment data shows the patient had a drain volume of 3013 ml from a fill volume of 1600 ml. During follow up the patient's nurse reported there was no adverse event associated with the potential overfill. The patient is a known positional drainer with catheter placement being a significant issue. He is not currently a good candidate for catheter surgery due to overall health but he has had a catheter manipulation externally that has helped. The cycler was not returned for evaluation. The reported large drain was greater than 180% over the expected drain volume which resulted in a reportable device malfunction.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.